Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 06/27/2018 stating that noise on this lead appeared and pacing inhibition for less than 1 second. Stored episodes as non-sustained were also noted. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).